Event description:
Additional information was received from healthcare provider. It was reported that on (B)(6) 2016 they decreased setting from 4.35 to 4.00 and the patient was to notify if this helped. Potential occipital lead replacement was noted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported an elective replacement indicator (eri) message on a rechargeable implantable neurostimulator (ins). The patient had an appointment at their doctor¿s office for (B)(6) 2016 to check the ins. There were no allegations of dissatisfaction with ins longevity. It was stated that they their doctor told them that they may use their ins sooner because of their settings. There was a shocking sensation in the head near the eyes, this was noted to be gradual. The eri was reported on the programmer two weeks prior to the report in (B)(6) 2016. It was noted that they had therapy issues since 2016, 2-4 weeks ago the stim seemed to shoot out further than usual and came close to their eyes. It was noted that they if they had stim up too high they would have facial twitches since implant, (B)(6) 2011. Other relevant medical history includes other chronic/intract pain (trunk/limbs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.